Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 2 samples from 1 patient tested for elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module. The customer submitted the 2 patient samples for investigation where discrepant ft3 iii results were also obtained on a cobas 6000 e 601 module used at the investigation site. Refer to attached data for the patient results. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The serial number for the customer's e602 module was not provided. The e601 module used at the investigation site was 1286-07. The ft3 iii reagent lot number used at the investigation site was 277945 with an expiration date of 30-sep-2018.

Manufacturer narrative:
Sample from the patient was provided for investigation and the ft3 results were within the normal reference range. As a sample drawn from the patient on the day after the event did not show any abnormalities, and interference with the reagent was not likely. A product problem was not found and it was determined the reagent performed with specification. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer provided the results for the 4 samples tested by the centaur method. Based on the data provided, additional discrepant ft3 results were identified. (B)(6).